Manufacturer narrative:
Device was received with pump error 43 alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had an insulin pump error and unable to completed pump rewind. Insulin delivery has temporarily stopped to ensure your safety. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.